Manufacturer narrative:
H6 code e2402 applied to capture "hypermobile urethra" and unspecified "urinary problems."

Event description:
Additional information received further reported that the patient also experienced lower back pain, urinary problems, foreign body reaction, and other injuries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced uti documented, antibiotics prescribed, possible palpation of mesh. Protrusion 1 cm into vagina, painful, trimmed in office. Continued pain at site of sling where it was trimmed. Antibiotics and pain medications prescribed. Sling exposure. Continues to feel the sling after trimming, dyspareunia, and recurrence of sui. Rolled mesh on left side of vagina noted on exam. Urodynamics performed in office, recurrent sui confirmed. Excision of vaginal scar and mesh, laparoscopic burch procedure, and cystoscopy under general anesthesia for recurrent sui, abnormal vaginal scar and hypermobile urethra.